Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead that resulted in a signal artifact monitor (sam) event. The pacing configuration was reprogrammed to unipolar on the ra lead. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead that resulted in a signal artifact monitor (sam) event. The pacing configuration was reprogrammed to unipolar on the ra lead. Several years later the pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead that resulted in a signal artifact monitor (sam) event. The pacing configuration was reprogrammed to unipolar on the ra lead. Several years later the pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.